Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 410 mg/dl at the time of the incident and current blood glucose was 386 mg/dl. The customer was treated with insulin pump and manual injection. The customer performed high pressure test and was passed. The customer stated that they could not hear the alarm on the insulin pump and was assisted with changing the alert type to beep long. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will not be returned for analysis.